Event description:
The user facility requested a reprocessing in-service annual refresher for the evis exera ii colonovideoscope. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service the scope was being reprocessed incorrectly. No patient involvement was reported.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) observed that the customer did not use a suction machine to aspirate detergent solution during manual cleaning. The customer was omitting aspiration and using a non-olympus automated flushing machine to flush and fill the channels with detergent solution during manual cleaning. The ess explained to the customer that aspirating with detergent solution is a necessary step. The facility would need to purchase/acquire a suction machine. The ess reviewed manual cleaning, pre-cleaning, and storage steps for the staff members per the olympus guidelines on reprocessing. The customer will be using a non-olympus leak tester, a non-olympus automated flushing machine, and a non-olympus automated endoscope reprocessor. The customer was made aware to contact the manufacturer of the products for instructions and guidelines. The on-track forms were emailed to the customer. The ess also performed a repair reduction observation and a service business review. The subject device referenced in this report was not returned for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time. Date of event: (B)(6), 2021.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the facility staff was less trained in device handling and/or reprocessing according to IFU. This issue is addressed in the instructions for use (IFU): "1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." Olympus will continue to monitor the field performance of this device.